Event description:
The main body stent graft and both the contralateral and the ipsilateral legs were deployed, however, it was noted during deployment that both hypogastric arteries were covered. As a result, the physician performed a cutdown on the right common iliac. Approximately 17mm of the distal sealing stent was cut off and the graft was then sewn to the common iliac. A decision was made to do nothing with the contralateral stent graft that covered the other hypogastric. The patient is doing fine. Refer to 1820334-2003-00198.